Event description:
Report received of paitentn with repeated "catheter disconnects" - no withdrawal symptoms reported. Follow up with hcp revealed patient has had four catheter disconnects. Patient responded well to test dose. - pt is spastic, alert, interactive pt with contractures. Orthopedic hcp wished patient to have pump for intrathecal baclofen therapy before attempting surgery for contractures. Patient has been unable to achieve a dose to control spasiticity before a disconnect occurs. Parent is electing to remove the pump rather than attempt another connection of the catheter.